Event description:
Info received indicated intraoperative echo showed mild, central regurgitation. Hcp noted valve leaflets were not coapting properly and that cuspal tears and perivalvular leak were present. Valve was replaced intraoperatively with no consequence to the pt.